Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, follow-up imaging showed a distal type I endoleak associated with the trunk, with aneurysm enlargement from 5.2 to 5.6 cm. It was reported that the endoleak was caused by disease progression in the right common iliac artery. On (B)(6) 2012, an intervention was performed whereby an iliac extender component was implanted for extension in the right common iliac to the external iliac artery. Final imaging showed no evidence of endoleak, and the pt tolerated the procedure.